Event description:
Approximately fifteen months post hvad implantation the patient's mother called the vad coordinator to report that flow readings were greater than 10 lpm. The patient denied hearing any alarms and remained asymptomatic at that time. The vad coordinator instructed the patient to immediately come to the hospital. Upon arrival he was reportedly alert, with a map of 48, and hematuria. He was admitted to the intensive care unit where sodium bicarbonate, heparin and integrilin infusions were initiated. His aspirin dose was also increased to 325 milligrams. As the patient's received more fluids, his map's improved to the 70's. A transthoracic echocardiogram (tte) performed at the bedside was unremarkable. Repeat inr results were 3.1 and as a result, the patient's heparin infusion was held. The following day heparin was restarted after repeat inr results showed a decrease to 2.4. During this time the patient continued to have hematuria but remain alert and oriented with stable vital signs. Additional information received indicated that patient was discharged home eleven days later with no further reports of hematuria and pump watts and flows returned to the patient's baseline. He was readmitted to the hospital two days later; however, with complaints of increasing watts, flows, and ldh. The patient was treated with thrombolytics and discharged home after eleven days. Discharge medications included aspirin, persantine, and coumadin with goal inr of 2.5 - 3.0. The treating physician believes that this event is possibly related to the patient's low aspirin dose and not any malfunction of the heartware device. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced high watts and flows. The patient received treatment for suspected thrombus and was discharged home. The device, (B)(4), was not returned to the manufacturer for evaluation as it remained implanted, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increasing trend in power consumption and estimated flow starting on (B)(4) 2014 to a peak of 4.6 watts on (B)(4) 2014 outside the normal power consumption. A possible root cause of the reported high power event may be attributed to thrombus formation/ingestion within the device. A clinical factor that may have contributed to the reported event includes the patient's low aspirin dose. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling as is the recommended anticoagulation regimen. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.